Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer verified the system successfully according to company specifications. No technical problem was found. Log file review shows that the reported event occurred without valid fluence test. Alignment of the fluence test is mandatory for the surgeon in order to start a treatment. If the depth is not correct, the energy check and fluence test have to be repeated. However, the surgeon confirmed manually the fluence test. There is no indication for a product problem which (might have) caused or contributed to the reported event. Fluence test is mandatory according to company user manual and evaluation of test result is described very clear. The root cause for the reported event could not be identified conclusively. Contributing factors such as the flap procedure cannot be excluded as no data is available. Furthermore, the procedure was not followed correctly as the treatment was performed without valid fluence test but it cannot be determined that an invalid fluence test would cause the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported irregular topographies in three patients with elevated chromatic patterns post lasik. This report will address patient number two's left eye performed with excimer laser. Other manufacturer reports will be filed to represent other systems and patients involved.